Event description:
The facility reported an infusor which leaked after filling. The device was filled with a 98-ml solution of fluorouracil (manufactured by app). This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, a batch review could not be conducted.